Event description:
It was reported that a homechoice experienced a burning odor during automated peritoneal dialysis therapy. A technical service representative initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis until a new device arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) has been returned, and a device analysis is currently underway. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. An external/internal inspection was performed with no issues found related to the reported problem. The homechoice device received a returned instrument testing evaluation (rite), which included functional and electrical testing of the device, and nothing related to the reported issue was found. Event and service history reviews were performed with nothing found that would verify, cause or contribute to the reported problem. Upon the completion of the investigation, the reported problem of burnt odor could not be verified and its cause unable to be identified. Should additional relevant information become available, a supplemental report will be submitted.